Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was not able to fill cartridge with as much insulin as expected. Reportedly, customer did not overfill cartridge. There was no adverse impact to the customer's blood glucose level.